Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that during the procedure, at the time of drilling, the 1.5 system drill bit broke and when the screw was placed with the 1.5 cruciform screwdriver piece, it lost its distal end, which does not allow the screw to be grasped in the recess, we proceed to pass another screwdriver piece of the same system, but the same thing happens to this one. This report is for one (1) unk - drill bits: 1.5mm quick coupling. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D1, d2, d3, d4, g4-510k: this report is for an unk - drill bits: 1.5mm quick coupling/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. E1: state: (B)(6). H3/h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (source file - re notificacion- salida no conforme). Visual analysis of the photo revealed that the fluted tip of unk - drill bits: 1.5mm quick coupling, was broken. The broken fragment was observed in the provided evidence. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - drill bits: 1.5mm quick coupling. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.